Event description:
An 80 bd 20ml syringes with luer-lok tip were found to be leaking after being filled with compounded sterile product. These 80 syringes had to be wasted. There were 2 lot numbers involved. FDA safety report ID# (B)(4).